Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files showed high temperature blower alarms. The temperature of the blower reached 140 degrees celcius. Technical support instructed the customer to follow trouble shooting steps for error 316. No root cause has been determined yet since investigation is still ongoing.

Event description:
The customer reported that the bellavista 1000 had multiple technical errors 316 - blower failure, 300 - device in failsafe , 401 - inspiration valve or device leaky. The customer confirmed that there was no patient involvement that was associated with the reported event.